Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp and continued use of the lifevest. Device manufacture date: monitor sn (B)(4) - (reuse); electrode belt sn (B)(4) - 11/2012 (reuse). Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and belt were fully functional. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a (B)(6) male pt experienced an inappropriate defibrillation event on (B)(6) 2015. The pt was treated eight times between 16:14:13 and 16:21:34. Treatment three was delivered in response to ventricular fibrillation (vf) with intermittent cardiac activity. All seven other treatments were delivered in response to CPR artifact. Over-sensing of small cardiac signal contributed to the false detections. It was reported that the pt was in the hosp at the time of the event, and hosp staff were present. The response buttons were no pressed during the entire event. The pt remained in the hosp and continued use of the lifevest.